Event description:
No clinical summary was provided with this explanted device. Analysis of the device revealed a break in the silicone carrier at the electrode lead exit from the stimulator. Explantation/reimplantation surgery was performed in 2003.